Manufacturer narrative:
Patient information is unknown. It is unknown when the non-union event occurred. 510k: this report is for unknown screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a proximal humerus hardware removal and revision due to non-union and broken screws was performed on (B)(6) 2017. The original procedure was performed on (B)(6) 2017 and involved a periarticular proximal humerus plate construct. Subsequently it was discovered that three (3) 3.5mm locking screws had broken in the humeral shaft and there was a non-union. All remaining screws in the humeral head were intact. It is unknown what may have caused the broken hardware. There was no reported fall or other trauma. The plate appeared ¿kicked out¿ (off the bone) over the area of the broken screws. The original hardware was removed without incident. No broken device fragments remained. Bone grafting was used at the non-union site, and the patient was revised to another periarticular humerus plate and locking screws. The surgeon went a little longer with the revision plate to provide more stability. No sign of infection was present. The procedure was completed successfully with the patient in stable condition. This complaint involves three (3) devices. Concomitant part: 3.5mm lcp periarticular prox humerus pl 3 hole/109mm/rt (part #: 02.123.040, lot #: unk, qty: 1). (B)(4).

Manufacturer narrative:
The partial part number for three (3) 3.5mm locking screws reported as 212.1xx; lot number is unknown. Therapy date is (B)(6) 2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.